Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the inner shaft was buckled 2.5 mm from the distal tip. Magnified inspection revealed a longitudinal tear in the balloon wall 4 mm proximally from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR#2134265-2012-06698. It was reported that during a treatment procedure, a balloon rupture occurred. The 2.0 x 30 mm maverick 2 balloon was introduced to treat a lesion in a moderately tortuous unspecified vessel. Upon inflation, the balloon ruptured. A 2.0 x 20 mm maverick 2 balloon was then introduced, but upon inflation, this balloon also ruptured. The procedure was completed with another maverick 2 balloon. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR #2134265-2012-06698. It was reported that during a treatment procedure, a balloon rupture occurred. The 2.0 x 30mm maverick 2 balloon was introduced to treat a lesion in a moderately tortuous unspecified vessel. Upon inflation, the balloon ruptured. A 2.0 x 20mm maverick 2 balloon was then introduced but upon inflation, this balloon also ruptured. The procedure was completed with another maverick 2 balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).